Event description:
It was reported that the set came apart. The rn found an alaris pump infusion set that ¿fell apart¿ mid infusion at the first y-port connection. This should be a fused connection and without any tension on the line but it separated. Another nurse collected this set and went to the supply room and picked a new infusion set and was able to repeat this with a tug. The second y-port stays intact, then the nurse went to the sicu supply room and was able to repeat it a 3rd time with one of their infusion sets.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Device history record for model 2420-0007 lot 19095586 shows that the set was manufactured on 9 september 2019 with a total of (B)(4) units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported.

Event description:
It was reported that the set came apart. The rn found an alaris pump infusion set that ¿fell apart¿ mid infusion at the first y-port connection. This should be a fused connection and without any tension on the line but it separated. Another nurse collected this set and went to the supply room and picked a new infusion set and was able to repeat this with a tug. The second y-port stays intact, then the nurse went to the sicu supply room and was able to repeat it a 3rd time with one of their infusion sets.

Manufacturer narrative:
Product grid revised- additional information added to: d1,d2,d4,g5,h4. B3: added.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the set came apart. The rn found an alaris pump infusion set that ¿fell apart¿ mid infusion at the first y-port connection. This should be a fused connection and without any tension on the line but it separated. Another nurse collected this set and went to the supply room and picked a new infusion set and was able to repeat this with a tug. The second y-port stays intact, then the nurse went to the sicu supply room and was able to repeat it a 3rd time with one of their infusion sets.